Event description:
A physician reported a pt who was originally skin tested by another physician's office (physician and date unk). On 23 nov 1998, the pt was reskin tested by the reporting physician in the left forearm with negative results. In 1999 the pt was treated in the nasolabial folds, oral commissures, and the vermilion borders. On 1 nov 1999, the pt was examined by the physician and he noted the results were excellent. On 29 nov 1999, the pt was examined by the physician and redness was noted at all the treatment sites. The pt stated the symptoms began about two weeks prior to 29 nov 1999. There was no swelling or induration noted. The physician prescribed oral benadryl. On 6 dec 1999, the pt was examined in the office and he noted the treatment sites were less red. There was no itchiness or flakiness noted. The physician believed the symptoms were a definite hypersensitivity. No further medical or surgical intervention was prescribed or planned.